Event description:
Ruined my skin; bought a psoriasis lamp from (B)(6). Do not use! I would give this zero stars if I could, because this made my plaque psoriasis itch like there was no tomorrow! It took 3 weeks after I stopped using this product before my plaque psoriasis stopped itching. I would wake up in the middle of the night and my legs would be itching so bad that I couldn't go back to sleep, and my legs only started itching after using this product! This crap is expensive, so use at your own risk. Us food and drug administration restricts this psoriasis lamp to sell without the order of a physician. Therapy start date: (B)(6) 2021; stopped date: (B)(6) 2021. FDA safety report ID # (B)(4).